Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 314 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer had a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during prime due to faulty force sensor resistor. Failure analysis was unable to confirm motor position encoder error alarm due to erased history file caused by several displayable history check failed on startup alarms in the history file. Displayable history check failed on startup alarms due to a corrupted history file. Motor passed motor test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.